Manufacturer narrative:
H3:there was no damage to the packaging. Visually, there was no damage or anomalies in the construc tion of the device that would have resulted in the reported event. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 19 ohms, red [w/white band] 22 ohms, blue 22 ohms, and blue [w/white band] 13 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts, and they were centered about the midline. The (single electrodes ¿ green and red/white) cable shall exhibit continuity from needle tip to the connecting pin with individual resistance to be less than 10 ohms from end to end; the actual measurement was 2.2 ohms for both. A review of the global complaint data showed no other similar complaints for this lot number. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when the tube was used prior to the procedure, it always alerts. There was no patient involvement. Upon follow up it was confirmed that it dose not show any error code displayed, but the device was always noisy, when on monitoring display. There was no troubleshooting, customer has changed the new one. The surgical procedure completed with a delay of about 45 minute for changing the new tube.